Manufacturer narrative:
B3: date is estimated; month and year are valid. H3: analysis of the wireless (s/n: (B)(6)) revealed that no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient's external device. It was reported that the green lights were scrolling on the patient's wireless recharger (wr) and the wr was unresponsive. The rep reported the problem started two months ago. A replacement wireless recharger was requested to be sent out.